Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v080086, implanted: (B)(6) 2008, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
It was reported that the device was implanted after the use by date. If additional information is received, a supplemental report will be sent.